Event description:
Boston scientific received information that this device was attempted, but not implanted since they were unable to verify proper sensing and device outputs after several different troubleshooting techniques. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device would not deliver a shock during testing. After removal of the case, the device would shock and pace normally. An anomaly in the output module was present under x-ray in the internal circuitry. The cause of the anomaly was unable to be determined and was not related to the field allegation. Analysis was unable to confirm the field allegation, as sensing and intrinsic waveforms were noted during testing.